Manufacturer narrative:
E1 (initial reporter facility name): (B)(6) hospital. H2 (additional information): a1, b5, e1 (initial reporter address 1, initial reporter address 2, initial reporter city, h6 (device codes), and h11 have been updated based on the additional information received on december 23, 2024. H6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2024. During the procedure, it was noticed that "the thread was coming out of the ligation device." The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a photo of the complaint device outside the patient was provided by the customer and showed the white band was damaged. Additional information received on december 23, 2024: the speedband superview super 7 was used to treat varicose veins. The ligator was placed onto the scope accordingly. During the procedure, the ligator was positioned to the desired lesion. The tissue was then suctioned. As an attempt to deploy the bands, the handle was rotated; however, the bands could not be deployed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2024. During the procedure, it was noticed that "the thread was coming out of the ligation device." The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a photo of the complaint device outside the patient was provided by the customer and showed the white band was damaged. Additional information received on december 23, 2024: the speedband superview super 7 was used to treat varicose veins. The ligator was placed onto the scope accordingly. During the procedure, the ligator was positioned to the desired lesion. The tissue was then suctioned. As an attempt to deploy the bands, the handle was rotated; however, the bands could not be deployed.

Manufacturer narrative:
E1 (initial reporter facility name): (B)(6). H6: imdrf device code a050501 captures the reportable event of bands unable to deploy. H11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned with six bands attached to it and one of them overlapped and was broken. The ligator housing teeth were found bent, and the suture was returned with seven knots. The handle had marks of the trip wire indicating that it was secured. Per media analysis on the provided photos, one photo showed the ligator housing with seven bands attached to it and one of them overlapped, and one photo showed the ligator housing with six bands attached to it and one of them overlapped and was broken. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, the returned the ligator housing had six bands attached to it, one of the bands overlapped and was broken, and the ligator housing teeth were bent. It is possible that this problem when trying to deploy the bands, it might have to do with the technique used by the physician, consequently, damaged the bands and became overlapped due to the force applied from the handle since the bands were unable to be deployed. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, could have also affected the functionality of the handle when deploying the bands. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2024 . During the procedure, it was noticed that "the thread was coming out of the ligation device." The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a photo of the complaint device outside the patient was provided by the customer and showed the white band was damaged.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) hospital. Block h6: imdrf device code a0401 captures the reportable event of suture break. Imdrf device code a04 captures the reportable event of band damaged.